Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-18728. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention is planned to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. During the procedure it was noted the leads had migrated leading to fractures.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.